Manufacturer narrative:
D10: concomitants: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6) 320-15-05 - eq rev locking screw, (B)(6) 300-30-08 - equinoxe preserve stem 8mm, (B)(6) 315-35-00 - glnd kwire, (B)(6) 320-15-01 - eq rev glenoid plate, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm.

Event description:
As reported, implants are being revised due to humeral liner dissociation. The initial implant date is (B)(6) 2020. The glenosphere, liner, adapter tray, screw kit and locking screw were revised. The reported event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient, 76 year old male, was last known to be in stable condition following the event. No additional patient/medical information provided. Unable to obtain images or x-rays. Product not returning: disposed by hospital.

Manufacturer narrative:
Additional information: h3 - the revision reported may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation/disassembly. However, this cannot be confirmed as the device was not returned for evaluation, and images, radiographs, and product information were not provided. H6 - inv codes.